Manufacturer narrative:
Follow-up #1: date of submission 09/15/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powered on with audible and vibratory features. A rewind, load and prime sequence were performed with no issues. The pump was exercised for 24 hours with no self-suspending during that time. There was no hypersensitivity to the buttons on the keypad and the pump was able to be manually suspended then resumed with no issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.